Manufacturer narrative:
Additional information/correction b5. B5: additional information was received stating that the devices ¿are not faulty¿. The customer clarified that after removal of the unspecified PICC line (peripherally inserted central catheter) extensions that were also in use during the reported infusion events, the baxter folfusors "infused fine". Therefore, the baxter large volume folfusors are no longer considered suspect devices in these events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused medication to the patient; the devices failed to deliver the full dose after 24hrs. This was identified during patient infusion. The devices contained piperacillin/tazobactam 18g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events were observed after the device connections on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.